Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected/updated information has been provided in d4 serial number. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete number has now been provided. Upon review, it was identified that the manufacturer contact fax number (g1) was inadvertently omitted in error; the complete number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the vascular dissection was not determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition related due the the patients vascular anatomy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 65 year old female with an indication for use of mechanical circulatory support due to acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, underwent attempted insertion of an impella 5.5 device via the right axillary/subclavian artery using a surgical approach. During advancement of the device, resistance was encountered at the bend of the subclavian artery, and the impella 5.5 could not be advanced past this point. The device was subsequently removed, and a subclavian angiogram was performed, revealing a vessel dissection at the bend of the subclavian artery attributed to the insertion attempt. The dissection required intervention with stent placement and post dilation. The impella 5.5 insertion was aborted, and the device was never activated nor advanced into the heart. The event was associated with difficulty advancing the impella 5.5 due to patient specific vascular anatomy, resulting in a subclavian artery dissection that required stenting. The device was removed and the case was aborted. There was no direct device malfunction identified, and the patient experienced no lasting harm following corrective vascular intervention. The patient survived.